Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. The arteriotomy locator and partially opened poly foil pouch were returned as well. No other components of the device were returned for evaluation. Visual inspection revealed that the locator was slightly bent in a curved shape. The carrier tube assembly was found to be properly mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis at the tip of the sheath revealed that the anchor was present within the sheath and the tip was clogged with thick blood like residue. No other visual anomalies were noted. Functional testing was performed, and the deployment sleeve was manually tried to be moved into the forward lock position; however, the hub was unable to be displaced upon manual action. Then, the carrier tube was separated from the sheath hub and was attempted to be re-inserted; however, again it was unable to mate, and extreme resistance was experienced during this action. No more testing was possible since the extreme resistance was experienced during re-insertion of the carrier tube into the sheath. The hemostasis sheath was severed manually and upon observation of the inner diameter, excessive dried blood-like substances were noted within the inner cannula of the hemostasis sheath which caused the difficulties encountered during the functional test. There was blood like substances noted on the carrier tube as well. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that external obstruction to the anchor posting to the distal tip or other factors extraneous to the device may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided . Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure. The physician confirmed there was no abnormality in the puncture site prior to puncturing. After the device was locked, the device was withdrawn to position the anchor against the vessel wall; however, the anchor was not positioned, and the entire device was withdrawn, and the hemostasis failed. Manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The device was fully inserted into the insertion sheath as click heard. The insertion sheath was not inserted into excess depth of the artery (rather lesser depth). Backflow of blood was observed. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 5 mm. The estimated blood loss was less than 250cc. There was no health damage to the patient. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.